Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 0.5cc of juvéderm voluma with lidocaine to the cheek (ck3) "dmcf in each eye". Patient experienced "blurry vision" in the left eye about four and a half hours post-injection. Patient noted their normal prescription is "-100, but it felt blurrier than before". Slight skin redness was also noted immediately following injection which resolved without treatment. Symptoms are ongoing. A cannula was used.